Manufacturer narrative:
Device evaluation: one warmer was received for investigation in good condition. The device was visually inspection and it was found that the block 4 air detector sensor was loose. The air detector was then removed for further investigation and two loose screws that hold the air detector sensor were found to be loose. The loose screws confirm the reported complaint allegation. Subsequently, the screws were tightened back into the sensor. Additionally, the device passed all other functional and electrical tests. The event problem source was noted to be likely from wear and tear on the device.

Event description:
It was reported that the level 1 trauma fast flow system (h-1200) gave a disposable alarm. No patient injury or complications were reported in relation to this event.